Event description:
It was reported that the patient was taken to the emergency room on the week of (B)(6) 2013 due to an increase in seizures. The patient had 17 seizures in one day, where before he had been close to seizure free. The physician feels the increase is due to the vns battery fading; however, a battery life calculation estimates about 1.75 years left until end of service. Follow up with the physician found that the patient had not yet been seen since surgery and they did not have the records in front of them to provide information. Additional attempts were made; however, no additional information was provided.